Event description:
A malfunction was reported on a pump, with a malfunction code of "malf 0" that was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support confirmed that the customer would use multiple daily injections for backup insulin therapy, provided instructions for returning the malfunctioning pump, and sent a replacement pump to the customer.